Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) felt too full in dwell 4 of 6, total ultrafiltration (uf) -988ml. The technical service representative (tsr) had the hp stop the dwell and start a manual drain, drain volume 3231ml. The hp felt empty and did not want to end therapy. The tsr bypassed to drain 4 of 6 and the hc moved to fill. The caregiver (cg) stated there were no alarms during this nights therapy. The tsr arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). Review of the device logs confirmed a drain volume of 3219ml, which meets the increased intra-peritoneal volume (iipv) criteria. The minimum drain volume percentage was found to be set at 80%. The cause was determined to be use error; clinician inappropriately set minimum drain volume percent setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specifications for the reported difficulties reported iipv. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.